Event description:
During end of service replacement surgery of the generator, a lead test resulted in a high lead impedance reading (dc-dc code 7 and limit), indicating possible lead break. The new generator was tested and was operating properly. The lead was again connected to the new generator which resulted again in high lead impedance. The lead was replaced. No diagnostic tests were run prior to surgery. There was no indication prior to generator replacement surgery for end of service that there may be a problem with the lead. It was reported that the patient fell down a flight of stairs while having a seizure approximately one year ago. No diagnostic testing was performed on the device following the fall, but device interrogation after the event indicated proper device function at that time. It was reported that the patient was and still is benefiting from vns therapy. The patient is reportedly doing well following replacement surgery and has complex partial seizures every 7 to 10 days. The lead was returned and analyzed. Product analysis identified a break in the lead coil.